Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal lead conductor had fractured in-vivo. The proximal lead conductor had fractured in-vivo. The outer lead insulation had a depression in-vivo. The lead outer and inner insulation had blood ingression. The analyst indicated that the lead was returned in "very bad condition". The coil was stretched and missing insulation. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
The lead was returned after being prophylactically replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.